Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed that the 3-way solenoid valve was not opening and the test cup holders were not spinning. Fse replaced the 3-way valve and cleaned the test cup holders in the carousel. Fse performed quality controls with acceptable results. No further dl flags occurred. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-oct-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under section 7.2 list of flags states that a dl flag indicates the following: the substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate and repeat assay. If the dl flag appears again, contact the service department. The aia-360 operator's manual under safety precautions states the following: warning: contact a tosoh local representative there is always the possibility that blood and body fluid may have been contaminated by infectious agents. Mistakes in system repair or disposal can result in the transmission of infectious agents to the system operator and/or to nearby person. Please contact a tosoh local representative for analyzer repairs or information on disposal. The most probable cause of the detector low (dl) flag was due to contaminated system, faulty 3-way valve and dirty test cup holders causing them not spin.

Event description:
A customer reported a detector low (dl) flag on estradiol (e2) calibration with the aia-360 instrument. The substrate ii was made an unknown number of weeks prior and had expired. Technical support (ts) advised the customer to make up new substrate and then repeat the daily check and calibration. The customer performed the activities and the daily check was performed without any issues. The customer continued to get the dl flags and was then instructed to make up new wash and new substrate. However, the dl flags continued during calibration. Ts then instructed the customer to prime the alcohol through the substrate line several times and repeat calibration. The dl flag persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.